Event description:
It was reported that instrument was closed and fired during a laparoscopic appendectomy. Upon opening the instrument, the customer noticed the staples did not form properly, but the blade cut through the appendix. The procedure was converted to open.